Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient initiated a 911/emergency protocol for a low blood glucose (bg) of 3.1 mmol/ with a high level of ketones associated with an alleged history settings issue. It was also reported that the patient¿s bg level remained under 13.8 mmol/ and dropped from 10 mmol/l to 3.1 mmol/l quickly. It could not be determined whether or not the patient continued pump therapy and information about the type of treatment received could not be obtained. Troubleshooting with customer technical support (cts) the user made changes to the basal program without input from their healthcare provider and these changes led to the patient¿s bg fluctuations. The user was referred back to training to use the pump properly. This complaint is being reported based on the allegation that the patient experienced blood glucose excursions requiring medical intervention with use error of the pump as a contributing factor.